Event description:
The hcp reported a pt experiencing a loss of therapeutic effect. The pt has an intrathecal drug delivery pump. The drug used in the pump is baclofen. The hcp had an x-ray taken and checked reservoir volume discrepancies. No discrepancies were noted, however, the hcp was unable to aspirate the catheter, so no dye study was performed. The hcp plans to check residual volumes again and may do a bolus by lumbar puncture to see if the pt responds. Add'l info has been requested, but was not available on the date of this report.